Event description:
The product was used during a lavh procedure. Reportedly, the instrument was difficult to close. The surgeon used another instument to complete the procedure. The hospital has reported no patient injury occurred.